Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The physician was treating a 100% stenosed lesion located in the moderately tortuous and severely calcified, approximately 3mm in diameter, superficial femoral artery (sfa). This 1.5mm x 20mm x 143cm sterling es monorail balloon catheter was used for pre-dilation. The balloon ruptured on the first inflation at 6atms. The amount of seconds inflated is unknown. The device was removed from the patient intact. The procedure was completed with an otw 1.5mm sterling es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)